Event description:
Balloon would not deflate upon negative pressure. Had to pull the inflated balloon to the entry site and puncture the balloon with a needle. Catheter was removed with the introducer.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample received consisted of the balloon catheter, an introducer sheath and an inflation device. There was a kink on the shaft of the catheter, approximately 8.7cm from the distal tip. It is unknown if this may have contributed to the deflation difficulties. There was a puncture seen in the distal end of the balloon. As such, the balloon could not be inflated and the event could not be reproduced. Balloon catheters are inflated and deflated twice during manufacturing to test for proper functioning prior to release. The results of this investigation are inconclusive and the root cause is unknown.